Event description:
Operator was preparing to insert a cup of steris sterilant for use in the steris system 1 processor. While attempting to loosen the buffer powders in the cup, the operator reportedly started "rolling" and massaging the cup in her hand. At this point the sterilant flud was reportedly ejected out the top of the cup onto her gown. Sensing some pain around her abdomen area, the operator then went to the emergency room where she was examined by a physician. She was later informed that she had rec'd a second or possible third degree chemical burn to her abdomen. The burn area was treated with an ointment and protective dressings applied.